Manufacturer narrative:
Follow-up information received on 21-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1890). She received essure in 2010 and about a month later she started feeling not herself. Her body was aching and she was always tired. Every month it got worse. About 10 months later, she was at work when she suddenly could not move. She felt like her whole body was on fire and she felt like each step was a step into hell. Her husband got her to the emergency room as quickly as he could and they were able to do test after test, but nothing was found. About a year ago she came across the essure problems page and she realized that she was not alone; she realized that so many women were having the same issues. That did not sound like a coincidence to her. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced unbearable pain; her whole body began to hurt. She was submitted to a hysterectomy and the event improved. Currently she is being tested to see if she has another auto immune disease called lupus. Only pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her doctor believed she had fibromyalgia and was also testing her for lupus. These conditions (considered as unrelated to essure due to their nature) could be alternative explanations for consumer's pain. However, as she improved after devices removal by hysterectomy; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during (B)(6) website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced unbearable pain; her whole body began to hurt. She was submitted to a hysterectomy and the event improved. Currently she is being tested to see if she has another auto immune disease called lupus. Only pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her doctor believed she had fibromyalgia and was also testing her for lupus. These conditions (considered as unrelated to essure due to their nature) could be alternative explanations for consumer's pain. However, as she improved after devices removal by hysterectomy; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up information received on 03-may-2016: legal claim was received for this patient; this case is considered legal case from this date forward. Essure was implanted in (B)(6)-2011. As a result of essure, the plaintiff suffered from severe pelvic pain and extreme menstrual changes. In (B)(6) 2014, plaintiff had to have a hysterectomy as a result of essure. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced unbearable pain; her whole body began to hurt and severe pelvic pain. She was submitted to a hysterectomy and the event unbearable pain improved. Currently she is being tested to see if she has another auto immune disease called lupus. The case became legal. The event unbearable pain and severe pelvic pain are listed according to essure's reference safety information and the other is unlisted. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her doctor believed she had fibromyalgia and was also testing her for lupus. These conditions (considered as unrelated to essure due to their nature) could be alternative explanations for consumer's pain. As she improved from unbearable pain after devices removal by hysterectomy and no alternative explanation was clearly mentioned for the pelvic pain, based on their nature, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since surgical intervention was performed. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0099, awareness date 19-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported: I am writing to you to let you know what essure did to me. I was a healthy strong woman prior to having essure. Soon after implantation of essure I started feeling a small pain here and another there. One day, while at work my whole body began to hurt so bad that I was unable to walk, talk or move and was rushed to the ER (emergency room). After numerous tests that night nothing was found be the source of this unbearable pain. Soon ER visits for the unexplained body pain became the norm and all visits for pain control all ended the same with the doctor unable to locate the source and looking at me as if I was a pill seeker or worse an addict looking for my next pill. My doctor finally diagnosed me with what was believed to be fibromyalgia. In the (B)(6) 2014, I consulted the doctor who had implanted me with the device and described the symptoms I had been experiencing. On (B)(6) 2014 I had a complete hysterectomy. Ever since I got essure out of my body I can honestly say I feel better than I have in a really long time but I still have a lot of long-term effects that will never completely go away. The aches I have are still considered fibromyalgia, but I am currently being tested to see if I have another auto-immune disease called lupus. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced unbearable pain; her whole body began to hurt. She was submitted to a hysterectomy and the event improved. Currently she is being tested to see if she has another auto immune disease called lupus. Only pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her doctor believed she had fibromyalgia and was also testing her for lupus. These conditions (considered as unrelated to essure due to their nature) could be alternative explanations for consumer's pain. However, as she improved after devices removal by hysterectomy; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.